Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there were several episodes stored by the ICD as vf episodes and was treated by shocks. Lead noise was suspected. On (B)(6) 2010, the lead was checked and it was found that a small portion of the lead was unsheathed. The physician decided to repair the lead using a suture sleeve coated with medical adhesive. The following day it was noted that the patient received inappropriate therapy. The physician later decided to cap the lead.